Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was being caused by the scope needing to be re-calibrated. The medtronic representative re-calibrated the scope which resolved the issue. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that it was discovered before a case that the tracker on the scope was loose and moving so it was not used for the case. The site had an alternative scope to use. No patient was present during the time of the reported incident.